Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device components involved in the event: model #: sc-2366-70, serial #: (B)(4), description: linear 3-6 lead, 70cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had an infection. Symptoms included were drainage and pus at the neck and head. Antibiotics were prescribed and the patient underwent an explant procedure. The physician believed that infection was procedure related.